Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.0/+1.5/086 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial, dry with debris on the lens. Visual inspection found the lens optic torn, haptic torn and bent, and debris on the lens. Claim#: (B)(4).